Event description:
It was reported that the right ventricular lead had twos (t-wave oversensing) and declining r-waves. The lead was then programmed from tb (true bipolar) to ib (intragraded bipolar) and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.